Manufacturer narrative:
(B)(6). The device was manufactured july 8, 2015 ¿ july 9, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device had been filled with fluorouracil in 0.9% sodium chloride solution to a total fill volume of 183ml. The reporter stated that the device had been primed and flow had been verified prior to connection to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.